Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). It was reported that the patient's anatomy was severely tortuous. It was also reported that the physician pre-shaped the ace68 in order to advance through the tortuous anatomy. Upon advancement of the ace68, the physician reported experiencing resistance and, therefore, retracted and removed the device. The physician then found that the distal tip of the ace68 was cracked, and the ace68 was no longer used in the procedure. The procedure was completed using another ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ace68 distal tip material was deformed and the polymer was separated approximately 131.0 and 132.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed that the distal tip material was deformed and polymer was separated. If the distal tip of the catheter is over heated during tip shaping, damage such as deformation of the material may occur. Further evaluation of the returned device revealed that the distal tip was punctured where the material was deformed. If the material is deformed and the device is advanced against resistance through a tortuous anatomy, damage such as the polymer separation may occur. The tip shaping of the ace68 likely contributed to the reported resistance and the catheter becoming cracked. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.